Event description:
It was reported that the battery of the pump discharged too quickly. There was no reported adverse impact to the customer's blood glucose level. No further information was provided.